Event description:
It was reported that the customer had unexplained high blood glucose levels. Customer's blood glucose level was 248 mg/dl. Customer did not contact their health care professional for their high blood glucose levels. Customer treated with a manual injection. Customer's settings were correct. Customer did not want to troubleshoot anymore since her blood glucose level did come down. Customer stated that she will monitor the issue and call back if her blood glucose level goes back up. Customer did have a low blood glucose level due to the manual injections during the call. Customer treated with glucose tablets. Customer thinks the same thing happened a few weeks ago. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.